Manufacturer narrative:
The event date is unknown. Concomitant medical products: other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4), ubd: 13-sep-2008, UDI#: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4), ubd: 13-sep-2008, UDI#: (B)(4). Product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 13-sep-2008. Product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 13-sep-2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at pre-op, the manufacturer representative (rep) tested impedance and found slight high impedance at monopolar contact 3, value 2,896 on the left lead. The right lead also had impedance issues at bipolar contacts 4 and 5, value 59 ohms. Factors that may have led or contributed to the issue was the patient complained the extensions felt tight in the neck. The neurosurgeon "gave more slack to extension". The current physician chose not to change the adaptor as they felt programming around it by normal limits was good. Post-op impedance at ins change showed similar impedance values for both leads. The issue was not resolved by the ins change, but programmed around it by normal limits is their current solution. It was indicated that the issue was resolved. It is unknown if it had injury/trauma could have caused the impedance issue. The patient was in for routine elective replacement indicator (eri) and battery change.